Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the patient's bradycardia was pre-existing. The patient's clonidine was discontinued on (B)(6) 2011 due to hypotension.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known adverse event listed in the rx xact instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that three days after the implantation of the xact stent in the right internal carotid artery, the patient experienced a low systolic blood pressure of 96 mmhg. The patient was also reported to having had bradycardia. The treatment and duration of these events are unknown. Though requested, there was no additional information provided.